Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device's sensor board was observed. The device's sensor board was replaced to address the issue. The sensor board only was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to flow sensor (mt2) being out of tolerance.